Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred immediately after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. Blood was not visually observed and no dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being minimal since the blood in the circuit was returned to the patient. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood exposure. Blood residue was noted between the polyurethane (pu) cut surface and screw flange on both ends of the dialyzer. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. No cracks, damage, or irregularities noted to the complaint device. The polyurethane material was distributed evenly and was noted to be intact without any visually identifiable irregularities. The dialyzer was subjected to a laboratory bubble point test; an internal leak was observed on the non-cavity ID end of the dialyzer at approximately 110º with the dialysate ports at 0º. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle revealed the presence of two short fibers on the inferior side of the non-cavity ID end polyurethane (pu) surface at approximately 110º with the dialysate ports at 0º. An investigation of the device manufacturing records was performed on the reported lot. There was one non-conformance report (ncr) noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the complaint device identified two short fibers. Additionally, submersion of the fiber bundle in a water bath isolated the leak to the location of the short fibers. Therefore, the complaint has been deemed confirmed.